Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, system error 345 (thermistor disparity) was not reproduced. A review of event history log revealed multiple ec 345 alarms. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the thermistor wire exposed. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.